Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI): (B)(4). Device history record: lot number information was provided; therefore, manufacturing records were reviewed and found no anomalies. The xenon lightsource 00mlx was not returned for evaluation; therefore, an evaluation of the device could not be performed. However, the customer provided video which was evaluated: failure analysis: per the provided video, 00mlx was functioning as normal. Light output could not be measured as product was not returned for evaluation. Issue was identified to be a customer preference issue where the customer preferred a different product. No manufacturing, workmanship, or material deficiency was identified. Root cause: no manufacturing, workmanship, or material deficiency was identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 2523190-2020-00070.

Event description:
This is 2 of 2 reports. It was reported that as the hospital surgeon started using the fixed focus headlight camera system, he found a quality deviation between the new system and the old one. The basic findings were as follows: the old headlight has a larger beam and covers a large surgical field and does not have a round periphery appearing in the screen; the camera was out of focus and the camera fitting was loose; the alignment screws needed to be fixed properly. There was no injury for the patient but lot of discomfort for the surgeon. There was a surgery delay of 45 minutes due to device replacement.